Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Proximal struts 4-9 were damaged and deformed. The damage noted caused slight stent movement in the distal direction. The crimped stent outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The proximal balloon cone was slightly relaxed due to the damage noted to the stent. The balloon was not subjected to any significant positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion identified a midshaft kink at approximately 20mm distal of the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported. However, returned device analysis revealed distal stent damage.